Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the during infusion with small body stopcock leaking was observed, patient experienced brief pea (pulseless electrical activity) code requiring brief CPR and 3 separate epi (push-dose epinephrine) pushes until figuring out stop cock was leaking and fixing the problem. There were patient involvement and patient harm.